Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event is confirmed with x-rays received. Review of the available records identified superior dislocation of the femoral head with ossific densities along the superior aspect of the femoral head and along the lesser trochanter, of uncertain etiology. Three femoral cerclage wires are in place with fracture of the proximal cerclage wire. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
2300460000-2019-8011. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04036.

Event description:
It was reported a patient experienced a dislocation of the right hip after an unknown amount of time after implantation. Patient underwent a closed reduction, no revision surgery is scheduled at this time. Attempts have been made and additional information on the reported event is unavailable at this time.